Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 40 mg/dl, 290 mg/dl. The customer stated that the insulin delivery was suspended due to the sensor glucose. The blood glucose that triggered the suspend was 40 mg/dl and the sensor glucose was 40 mg/dl. Troubleshooting was not performed for low blood glucose. The product will not be returned for analysis.